Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the canister. Customer reported not using room temperature insulin or performing the air removal step when filling the cartridge. Customer was instructed to fill cartridges with room temperature insulin and was educated on the air removal process per the tandem user guide. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 468 mg/dl.